Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35, lead, implanted: (B)(6) 2011; 4968-35, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient fainted and was admitted to the hospital. Review of telemetry strips indicated that the patient's right ventricular (rv) lead exhibited loss of capture and rising thresholds. It was also reported that the patient's left ventricular (lv) lead exhibited loss of capture, rising thresholds, and high thresholds. It was also reported that the patient's cardiac resynchronization therapy pacemaker (crt-p) exhibited a longer than programmed atrialventricular interval timing. The crt-p outputs were increased until the device could be explanted and replaced, and the rv and lv leads were capped and replaced. No further patient complications have been reported as a result of this event.